Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 500 milligrams intraperitoneally once a day (duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. On an unknown date in 2014, the patient experienced peritonitis. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.